Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has a radical cavity and the electrode had extruded through the ear canal. An emergency surgery was performed to remove the device.awaiting further details.

Event description:
It was reported that the user has a radical cavity and the electrode had extruded through the ear canal. An emergency surgery was performed to remove the device. During late post operative period. She presented eac dehiscence of the suture and extrusion of the electrode array. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Reportedly the recipient has a radical cavity, which likely contributed to the reported issue. The explanted device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. Reportedly the recipient has a radical cavity, which likely contributed to the reported issue. This is a final report.

Event description:
It was reported that the user has a radical cavity and the electrode had extruded through the ear canal. An emergency surgery was performed to remove the device. During late post operative period. She presented eac dehiscence of the suture and extrusion of the electrode array. The user has been re-implanted.